Manufacturer narrative:
(B)(4). Date sent: 8/1/2023. H.6: medical device problem code: a0201 h.6: medical device problem code: a0201.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cb12lt device was returned inside its package unopened; upon visual inspection, a unknown foreign matter was noted to be inside the packaging. The packaging was visually inspected and no damaged was observed. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the foreign matter adhered to the device during the packaging process due to static. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2023. Batch # unk investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cb12lt device was returned inside its package unopened; upon visual inspection, a unknown foreign matter was noted to be inside the packaging. Further analysis we noticed that there was a hole present on the package pouch, the hole was noted to be from the outside in. The event reported was confirmed and it is related to improper use of the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the distributor received stock of cb12lt which was soiled and in non saleable condition.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2023. D4: batch # unk. Additional information was requested and the following was obtained: "please confirm the qty of products involved? ¿ 1. Were there any patient consequences? If yes, please describe.- no". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.